Event description:
Reportedly, it was alleged that a flaw was on one leaflet of valve before implantation. The valve was not used. There appeared to be a metallic flake partially embedded in one leaflet.

Manufacturer narrative:
Original dated reported for received date of device is correct and should be reflected as (B)(6) 2011. Wrong date read from file.

Manufacturer narrative:
Evaluation method: device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation summary: the unknown particles were sent to chemistry for analysis. Ftir analysis was performed on four (4) separate particle samples and concluded the ir spectrum showed showed similar absorption characteristics when comparing to cellulose like material (1), cellulose/lignin like material (2), and silk like material (1). Method: ftir analysis. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: although the source of the cellulose, cellulose/lignin and silk like material cannot be conclusively determined, these materials can include those such as paper or cotton, and silk. The evaluation images appear consistent with the ftir analysis results. During manufacture of the heart valves, there are inspection steps which check for general appearance and check under magnification. Subsequently, in the preliminary packaging steps, which are performed in a class 10,000 cleanroom under a class 100 hood, the valves are again inspected for foreign particulates. Therefore, it is highly unlikely that the particulate observed in the complaint was due to the manufacturing processes. (B)(4).